Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported that pump is worn against the skin. System check was performed with tandem technical support and no issues were identified. Customer resumed insulin delivery. Customer's blood glucose was 476 mg/dl.